Manufacturer narrative:
The reported field event of difficulty removing the right ventricular setscrew could not be confirmed. Analysis of the device revealed the right ventricular set screw was detached from its connector block and was sent back attached to the tip of a torque driver. After detaching the setscrew from the torque driver, the setscrew was found to be partially stripped. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that during an implant procedure that the set screw would of the implantable cardioverter defibrillator (ICD) not screw down fully and there was a loose connection. When attempted to unscrew, it was difficult to remove the set screw from the header. The ICD was not used and the physician elected to complete the procedure with a different ICD. The patient condition was stable after the procedure.